Event description:
The manufacturing representative via healthcare professional reported that patient return of symptoms and urgency on (B)(6) 2016. During battery interrogation, it was revealed that battery was at the end of service. Battery replacement was carried out to resolve the issue. Patient was implanted for urinary dysfunctional/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.